Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601).recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6).through follow-up communication with the customer livanova (B)(4) learned that the device was cleaned according the instruction for use. The heater-cooler was placed inside the operation theatre with the fan positioned away from the patient and approximately 3 meters away from the operation table. Further the customer reported that the device was removed from service.a review of the DHR could not identify any deviations or nonconformities relevant to the issue.corrective actions are in progress for this issue.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with acid fast bacilli. There was no known patient involvement.